Event description:
Rcc received a complaint via email. Email(s) attached. I recently assisted a family member in draining ascites using a pleurx catheter. This family member is suffering from end-stage pancreatic cancer, and their fluids contain cancerous cells. I reviewed the how-to video, and I didn't find any mention of wearing gloves when removing the dressing, so I didn't wear any. Regrettably, yesterday, there was an incident where some fluid leaked from my father's catheter and made contact with the area underneath my fingernail and came very close to dry skin on my hand. This situation has raised concerns about the possibility of this cancerous liquid entering my system. I initially expected the video to provide additional guidance on taking necessary precautions, but I now believe that such precautions should be included in the video to safeguard individuals like myself from potential exposure to cancer. I genuinely wish that such measures had been in place for my own protection. After completing the procedure, I tried to clean the affected area as thoroughly as possible. However, I'm now extremely concerned about potential exposure to cancerous cells. Furthermore, I washed my hands, took a shower, used my moisturizer later that evening, and accidentally used my nail to apply it. It then dawned on me that I might have exposed myself further if there was any residual fluid under my nail and I inadvertently touched my face. This experience has left me very anxious, as I fear that my family member's cancer cells may have entered my body, and I am worried about the possibility of having cancerous cells in my system. I urgently need to speak with someone who can guide me on what steps I should take to safeguard myself from this potential exposure. If someone could reach out to me as soon as possible, I would greatly appreciate it. The video I'm mentioning is provided below. While the doctors told us this would suffice as directions, I believe there is room for improvement to enhance safety for those assisting cancer patients with fluid drainage.

Manufacturer narrative:
(B)(4) initial emdr submission. Device problem code: a0504 patient problem code: f1007 no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see manufacturer here